Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. It was reported that the blood glucose was 415 mg/dl. It was reported that the customer was using automode. It was reported that the troubleshooting was performed. The insulin pump will not be returned for analysis.